Manufacturer narrative:
The front panel hard keys were not working and were replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
Hamilton medical ag received the following incident description: 02 boost button does not work.

Manufacturer narrative:
The front panel hard keys were not working and were replaced.

Event description:
Hamilton medical ag received the following incident description: 02 boost button does not work.

Manufacturer narrative:
The front panel hard keys were not working and were replaced. Additional information added in follow-up #2 cer 143019. Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during pre-operational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be an electronic defect on ip key and led board (B)(6). After replacing the ip key and led board (B)(6) the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the electronic defect on the ip key and led board (B)(6) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: 02 boost button does not work.